Manufacturer narrative:
The small grasping retractor instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis in the clevis. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was available for review. A review of the instrument log for the 8mm small grasping retractor instrument (pn# 420318-04 lot# n10180108 - 928) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system # (B)(4) for 0:07:04. The alleged event occurred on the 8th use of the instrument. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the small grasping retractor instrument had non-intuitive motion and was found to have a broken steel control cable. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.